Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the table top illuminator needed replacing. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The xenon lamp was replaced. The system was then tested and met all product specifications. The system was manufactured on march 2, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to a nonconforming xenon lamp. The manufacturer internal reference number is: (B)(4).